Manufacturer narrative:
Explant date: 10/15/98.

Event description:
Pt allegedly had pain and dr performed anterior fusion. Allegedly the rod was cut but allegedly the cap, ring, and screw would not come off-just spin on end or rod.